Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. (The illuminator probe was accidentally removed by a staff member, and the procedure was completed with the same probe and equipment.) A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer user error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a system presented with an illumination problem. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.